Event description:
Additional information received reported that the patient had some falls recently, details of which were unknown. Further information has been requested.

Event description:
It was reported that there was an open circuit with the #3 contact on unipolar and all other bipolar combinations with #3: impedances were c/0 752, c/1 494, c/2 500, c/3 >4000 ohms. The patient had 4 programs for the implantable neurostimulator. Impedances were >4000 ohms on all or some of the unipolar pairs. It was unclear whether the patient had a complaint about stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products - adaptor model 355018 lot# w59915 implanted: (B)(6) 2010 explanted: unk; lead model 3093-28 lot# v380835 implanted: (B)(6) 2010 explanted: unk; programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported indicated that the impedance issue was programmed around. The patient had been reprogramed several times and continued to have falls. It was noted that these falls were due to other health issues. The health care provider discussed explant with the patient. If additional information becomes available, a follow-up report will be sent.